Event description:
The customer stated her husband's peg tube, which is used to administer medicine, was clogged due to black particles from the pill crusher used to crush his medication. He was taken to the ER to have the tube cleaned. No additional medical intervention was required and no serious injury occured.